Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the product's light worked fine in the ot, but the light failed when the blade was processed in cssd. No negative impact in state of health reported.